Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the third firing for lap. Total gastrectomy, the nurse set device and connected reload with no problem. The surgeon pushed the green firing mode button, then pushed the blue button and started firing to anastomosis site, however the firing was stopped after few mm fired. Replaced by a new cartridge ,the firing was completed with no problem. Patient status: alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. Functionally the reload was loaded into a pmv representative instrument, the interlock was overridden, and the reload was applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.